Manufacturer narrative:
Age at the time of event (B)(6). Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2021 was chosen as a best estimate based on the date of the mesh removal surgery. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6)health system (B)(6) the mesh excision surgeon is: dr. (B)(6). (B)(6) clinic (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a da vinci total laparoscopic hysterectomy with bilateral salpingo-oophorectomy + transvaginal taping suburethral sling - retropubic approach with cystoscopy procedure performed on (B)(6) 2013 for the treatment on menorrhagia, dysmenorrhea, pelvic pain and mixed urinary incontinence with urethral hypermobility. After the implant, the patient visited back to hospital presented with hematuria and noted to have extruded vaginal sling midline with very friable tissue. The patient was then placed on vaginal estrogen which had helped the spotting, which is still granulation tissue and exposed mesh midline. On (B)(6) 2021, the patient underwent cystoscopy and transvaginal excision of mesh for extruded vaginal sling. A lone star retractor was used to gain access to the vagina and the vaginal mucosa was infiltrated with 10 ml 0.25% marcaine with epinephrine. The sling was traced to the periurethral area on the right side and was carefully peeled off the underside of the urethra, transected, and removed. Given the friable nature of the vaginal epithelium, two biopsies were taken from either side. Cystoscopy was performed which was noted to be normal. No violation of the urethra or the bladder. No mesh in the bladder or urethra. Patient awoken from anesthesia and transferred alert, awake, and in good condition to the recovery room. Surgical pathology of the vaginal epithelium biopsies noted no significant pathologic abnormality, no dysplasia or malignancy identified, and negative testing for fungus and amyloid.